Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to oversensing of noise on the non-boston scientific right ventricular (rv) lead. The device was noted to be programmed vvir. Further review was recommended. No further assistance requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.